Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. Additional information was received that the patients ipg and lead were removed and the patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg and lead were not returned as they were discarded by the medical facility.